Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred in the cath lab. The iab was inserted into the patient and the fiber optic sensor (fos) intra-aortic balloon (iab) ruptured. As a result the iab was removed and another iab was used successfully. There was a report of delay and interruption in therapy that caused no harm to the patient. No medical intervention was required. There was no reported patient death or patient complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required.

Event description:
It was reported the event occurred in the cath lab. The iab was inserted into the patient and the fiber optic sensor (fos) intra-aortic balloon (iab) ruptured. As a result the iab was removed and another iab was used successfully. There was a report of delay and interruption in therapy that caused no harm to the patient. No medical intervention was required. There was no reported patient death or patient complications.